Event description:
During the device evaluation, it was found that the c-body was detached on the videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the complaint was determined to be a component failure ¿ specifically, an expected or random component failure without any design or manufacturing issue ¿ attributed to a stress problem caused by either excessive or inadequate physical force exerted on the device by another object. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.